Manufacturer narrative:
Unit was received with blank display due to severely cracked bleeding lcd. Unable to perform the displacement, rewind, seating, and basic occlusion due to cracked bleeding lcd. Unit was received with cracked reservoir tube lip and cracked case at battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a long crack beginning from the top of the insulin pump, all along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.